Event description:
It was reported that there was an unknown substance on the system 7 sagittal saw during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was not confirmed. During the inspection the service technician, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. There was no failure found. The handpiece was not repaired but returned to the customer.

Event description:
It was reported that there was an unknown substance on the system 7 sagittal saw during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.